Event description:
It was reported that minicap with povidone-iodine solution fell off of a transfer set (baxter product). This occurred during patient use. The reporter stated that this happened within two months of the transfer set¿s replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The event occurred sometime in (B)(6) 2014. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the follow up, the patient reported that they ended up putting surgical tape on the cap to help keep it on. If additional relevant information is obtained, then a follow-up MDR will be submitted.